Event description:
It was reported a revision of a corail emphasys was done, for a female, left side. Reason for revision due to dislocation. A trainee did the primary surgery on (B)(6) 2026. The cup was too open (steep) and didn¿t have enough anteverstion. The plan was to remove the head and liner and convert the emphasys cup to dual mobility. Unfortunately, the hospital opened one of the emphasys dual mobility trays (which was for this case) in the first hip of the day by accident, meaning it was not available for this case. So, they had to explant the emphasys cup and use stryker mdm. Corail stem was retained. The surgeon stated their medical opinion that this was as a result of surgeon error by the trainee. No allegation made against our implants. No surgical delay. Patient outcome too early to tell.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.